Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in inhibition of atrial pacing. Technical services advised that when the device is operating in aai mode with rhythmiq, rv sensed events will not inhibit atrial pacing; however, if the device switches to ddd mode, rv sensing may again inhibit atrial pacing. The lead remains in service. No adverse patient effects were reported.